Event description:
It was reported that the pt expired post operatively, due to unk reasons. Physician stated in follow up report that the death was not associated with the device.

Manufacturer narrative:
Device not returned.